Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr) with a grade of 3-4. Reportedly, the clip delivery system (cds) was was prepared per the instructions for use (IFU) without issue. When the clip was in the patient after preparation, both of the grippers would not work. There was no movement of both grippers. Troubleshooting was performed but was not successful. The clip was removed still attached to the cds and two more clips were prepared and implanted without issue, reducing mr to 1. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed and without the device to analyze, a cause for the reported difficult to open or close (gripper actuation - both) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.